Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were unexplained pump reboots observed in the black box history. The battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach to the pump; therefore, pump reboots were duplicated with the returned battery cap. A new test battery cap was used to complete the 24 hour duration testing and no reboots were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.